Event description:
Sixty nine year male had radical prostatectomy in 1990. In 1991 had inflabable penile prosthesis inserted. Ten months ago, pt developed malfunctioning prosthesis, and underwent surgery found to have ruptured tubing at the pump. The pump was placed, pt did well until two weeks ago and prosthesis would not inflate. No history of pain or swelling.